Manufacturer narrative:
Consumer threw out the product.

Event description:
Consumer stated: "on my 5th toothbrush from the package and with each one I have used, the bristles fall out with each time I brush. I don't brush excessively and would expect the brushes to last more than 5 uses." Information regarding the storage environment of the toothbrushes is unknown.